Event description:
It was reported that the flange sensor error, micro cracks in casing and not able to turn on device. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. Unique identifier is unknown. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were not intact. Both tamper seals were not intact. The top case was chipped and cracked, the bottom case was damaged. There was flange sensor error in history. The reported issue was duplicated on start up for flange and at inspection. The pump would turn on but some of the keys did not work. The root cause of the reported problem was contamination from fluid ingression on the main board, optocoupler and ear clip. The reported issue was caused by customer. Replaced damaged cases, main board, optocoupler and ear clip.